Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while applying a purse string suture during an open esophageal procedure, the thread broke off when being knotted. The product was replaced to complete the case.